Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a corail pinnale thr. The stem had become loose. Speaking to the registrar prior to the case, he said it looked like the stem had been undersized as it was put in varus. Patient did not have an infection. The 56 pinnacle cup was well fixed. The stem, head, and liner were explanted. I wasn't at the case, I just got this information after. I was unable to get the lot numbers of the head and liner, but the team sent me a photo showing the lot number on the stem, hopefully you can match these up with the patient. Nhi is nyc3202. The codes were 136532320 for the head and 121932056 for the liner. They implanted a zimmer ms30 stem and a depuy liner 1219-36-156 lot jf7383 and head 1365-36-720 lot 9285560. Doi: unk. Dor: (B)(6) 2022. Unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and there is no evidence that the allegation is product related. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.